Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia and hyperkalaemia. The patient¿s blood glucose rose to 694 mg/dl while wearing the pod. Reported symptoms include shortness of breath with rapid breathing, chest pain, fatigue and blurred vision. The patient was treated with intravenous fluids, insulin injections and 4 oral aspirin tablets (chewable). The patient also reported that they had repeated blood tests to monitor potassium levels. The patient was released after 3 hours, on the same day. The patient also removed the pod and placed a new one.